Manufacturer narrative:
(B)(6). The lot was manufactured june 27, 2016 ¿ june 29, 2016. The device was received for evaluation containing approximately 200 ml of unspecified fluid in the bladder. During visual inspection via the naked eye, the leak at the fillport was observed due to a blue plastic particle approximately 4.56 mm in length and 0.95 mm in width lodged under the device checkband. The reported condition was verified. The cause of the particle underneath the checkband could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the fill port of the infusor leaked. The device was filled with an unspecified volume of 5fu. The event occurred after filling. There was no patient involvement. No additional information is available.